Event description:
It was reported that about a week after implant of the epicardial lead, the device was scheduled to be connected. During the procedure to connect the device, the physician found that the proximal end of the lead appeared fractured. The lead was explanted and replaced with an endocardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found.